Event description:
Boston scientific received information that four days post implant the right ventricular (rv) lead exhibited loss of capture due to a dislodgement. A revision procedure was performed where the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.